Manufacturer narrative:
Concomitant medical products: t510c33 valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient feels something every night around the same time. It was also reported that the symptom was duplicated during device interrogation in office, with ventricular loss of capture. The right ventricular (rv) leads remains in use. No further patient complications have been reported as a result of this event.